Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.